Event description:
The caregiver (cg) contacted baxter's technical service center regarding the line disconnecting from the heater bag, which occurred on the homechoice during use during dwell 2. The patient was connected. The cg stated heater line had disconnected from the heater bag and they proceeded to connect the heater line back to the heater bag. The baxter technical service representative (tsr) advised the cg that the set up was no longer sterile and they would need to end therapy. The tsr advised the cg they would need to start over with new supplies and contact the nurse to inform the nurse about the bag disconnection. The cg would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the report of the bag and line disconnecting. The cg stated that they did not notice any visible damage or abnormalities with the supplies in use, but did state that the patient had set up the supplies for the first time that night and might not have connected the bag and line tight enough. The cg spoke with the nurse about the event and the nurse had the patient use manual supplies to finish therapy and then resume therapy on the cycler the next night. The cg stated they discussed not reconnecting the supplies with the nurse. The cg stated the patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the potential use error in this complaint.